Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that when he attempted to prime, the insulin pump would not recognize the reservoir. The customer would then put pressure on the plunger at the end of the reservoir and subsequently receive the motor error alarm. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that he was unable to complete the rewind sequence. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The motor was tested outside the device and it passed. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.